Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the product to show signs of repeated use with nicks, gouges, and worn. Additionally the hex feature is fractured. The complaint was confirmed device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to standard wear and tear from repeated use for over ten (10) years. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a left revision knee procedure, the pin driver fractured during pin insertion. There was no surgical delay or patient impact and the procedure was completed with a backup instrument without further complication.